Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: there was a longitudinal crack on the front of the luer. The distal section of the crack appeared to curve in towards the wing of the luer. There were two hairline cracks on the back of the luer. It was not possible to inflate the device due to the condition of the luer. Additional information received: an attempt was made to connect the sprinter luer directly to the inflation device. The device was not inspected prior to attaching the luer to the inflation device. No difficulties were noted when attaching the luer of the sprinter to the inflation device. A crack was not observed prior to attaching the luer to the inflation device. The inflation device was non-medtronic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was used to treat a lesion. The device was not inspected. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a leak was noted in the luer / hub during balloon inflation and the balloon failed to inflate. The inflation device used with the sprinter legend was successfully used with other devices during the procedure. The procedure was completed. The patient was reported to be alive with no injury.